Manufacturer narrative:
Due to character restrictions in block e1: telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance checks while upgrading software, the cardiosave intra-aortic balloon pump (iabp) had a failed pressure regulator. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, pressure regulator found to be unstable while being tested. Pressure would drift outwith tolerance limits. If you tapped the regulator it would return to normal setting. Drive regulator replaced during fsca d.01. Order number required for the replacement part. Quotation to be supplied.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a